Manufacturer narrative:
Initial and final MDR (B)(4); device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use not use less than a day. No further information available.